Manufacturer narrative:
Method/results: no product will be returned for evaluation.

Event description:
In 2009, the patient reported an elevated blood glucose reading of 400 mg/dl. He stated his doctor examined his insulin infusion device and indicated there were air bubbles in the cartridge and tubing. The patient stated the insulin was room temperature when the cartridge was filed. He said he continues to have issues with removing air bubbles. A request for additional training was sent. No product will be returned for evaluation.